Manufacturer narrative:
Evaluation of the returned packing coil confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the pet lock was intact on the proximal end of the pusher assembly, the pull wire was in its initial position inside the pusher assembly distal tip, and the embolization coil was detached. If the packing coil is retracted against resistance, the pusher assembly may elongate beyond the reach of the pull wire and allow the embolization coil to detach. Further evaluation revealed offset coil winds on the embolization coil. This damage was likely due to manipulation against resistance during the procedure. Based on the reported complaint, the root cause of resistance could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to perform a pelvic embolization using a pod packing coil (packing coil), a ruby coil, and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully implanted a ruby coil into the target location. While advancing a packing coil through the proximal end of the lantern, the physician experienced resistance and decided to check the packing coil. While removing the packing coil from the patient, the physician experienced resistance and subsequently found that the packing coil had unintentionally detached and was contained inside the lantern. Therefore, the lantern containing the detached packing coil was removed from the patient, and the packing coil was flushed out of the lantern on the back table. The procedure was completed using a new packing coil and the same lantern. There was no report of an adverse effect to the patient.